Manufacturer narrative:
Device evaluation: one smiths medical level 1 hotline blood and fluid warmer was returned for analysis in used condition. Visual inspection showed wear and tear on the front cover enclosure, the water tank was dirty, and the water tank cover was cracked. The device had an old-style drain fitting, printed circuit board and power switch. Functional testing involved a power on test with water in water tank and attached temperature check. The reported issue was duplicated. The investigation determined that normal wear and tear was the cause of the reported issue. It was noted that the membrane switch was over ten (10) years old and the over temp button was not working as intended.

Manufacturer narrative:
Additional information received: it was reported that the device was not in use with a patient when the event occurred.

Event description:
Information was received that a smiths medical level 1 hotline blood and fluid warmer had "overtemp issues". No adverse effects were reported.